Event description:
The facility reports the resident let go of the handles and stopped bearing weight. The unit and safety belt held pt up until a wheelchair was placed under pt. Pt suffered a nondisplaced, isolated oblique fracture of the medial femoral condyle at the right knee, extending into the knee joint.

Event description:
The facility reports the resident let go of the handles and stopped bearing her weight. The unit and safety belt held her up until a wheelchair was placed under her. She suffered a nondisplaced, isolated oblique fracture of the medial femoral condyle at the right knee, extending into the knee joint.